Manufacturer narrative:
Initial and final MDR 1908195- MDR 3003442380-2024-13088- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use on (B)(6) 2024. Moreover, the issue occurred with three similar types of infusion sets used for one to two days. No further information available.